Manufacturer narrative:
In this case, the reported unintended movement of the sgc slipping from the la to the ra could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported unintended movement associated with the sgc slipping into the right atrium, air embolism and cardiac arrest cannot be determined. Air embolism and cardiac arrest are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted into the left atrium (la). After removal of the dilator, an air embolism was suspected in the right coronary artery (rca) as the electrocardiogram (ECG) showed very clear signs of a posterior wall infarction. Shortly thereafter, the patient went into cardiac arrest requiring resuscitation. After a few minutes, the patient was stabilized. It was noted during resuscitation, the sgc slipped from the la to the right atrium (ra). The physician decided to remove the sgc and discontinue the procedure. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.